Event description:
It was reported that during a stenting treatment procedure, stent damaged occurred. The 90% stenosed, diffused target lesion was located in the moderately tortuous and calcified proximal to distal right coronary artery (rca). The distal rca was predilated with a 2.5x15mm non bsc balloon at 18atms; however, indentation remained and rotational atherectomy was performed. A 2.5x24mm promus element stent was successfully deployed in the distal rca and then a 3.5x28mm promus element stent was implanted in the mid rca, overlapping the previously implanted 2.5x24mm promus element stent. The lesion was post dilated at 20atms for 10 seconds with an unspecified balloon. A second 3.5x28mm promus element stent was advanced to the lesion to be implanted in the proximal to mid rca; however, while advancing the stent it bumped into the proximal edge of the previously implanted 3.5x28mm stent in the mid rca, causing the implanted stent to shorten. The second 3.5x28mm promus element stent was implanted, overlapping the first 3.5x28mm stent and the procedure was successfully completed. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).